Event description:
It was reported that wrong temperature value in arctic sun device. Per follow up information received via email on 08may2024, device will be repaired in the hospital by hospitec. No patient involvement. Therapy was finished with another device.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be use of expired cleaning solution leading to contamination of internal components. However, there was insufficient information to confirm this potential root cause. The arctic sun 5000 was evaluated upon receipt. Level sensor does not work well. Water level was too high. Level sensor was not damaged. New level sensor was ordered and received. Original level sensor was cleaned. Device was refilled with new water and cleaning solution. Level sensor connector was cleaned. Tank was refilled. Calibration was performed. Device passed all applicable testing. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use under baw28-000770-00 rev. 9 (operator's manual) and baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Cleaning and maintenance cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. Replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution. Drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun temperature management system cleaning solution to the first bottle of distilled or sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. When the fill reservoir process is complete, the screen will close. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wrong temperature value in arctic sun device. Per follow up information received via email on (B)(6) 2024, device will be repaired in the hospital by hospitec. No patient involvement. Therapy was finished with another device.